Manufacturer narrative:
Additional information provided for h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link set came apart from the tubing. The reporter stated that there was blood that backed into the line because of the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.